Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from business partner (B)(6) from a health care provider (hcp) regarding a patient who was receiving lioresal 644.1 mcg/day (unknown concentration) via an implantable pump for intractable spasticity and cerebral palsy. On 21-dec-2016, it was reported that the patient's medical history included an intrathecal pump "for at least 10 years" (model # and implant date unknown). Concomitant products were not reported. On an unspecified date, the patient started treatment with lioresal at an unknown concentration at 644.1 ¿g/day per simple continuous infusion, intrathecally via an implantable pump, for an unreported indication. On an unspecified date, after starting the product, a piece of the patient's pump was noted to be "coming out of her skin." The area was not infected but the potential was there. On (B)(6) 2016, the pump was planned "to come out." The physician wanted to know the conversion of oral baclofen to give the patient. The physician refused to provide further information as he believed that "there was no adverse event." No additional information was provided and the outcome was not known. On 12-dec-2016, it was learned the patient initially got her pump "around 20 years ago" for cerebral palsy and spasticity (previously reported as "for at least 10 years"). The pump had been "changed about every 6 years" and the patient was on her third pump (no implant dates or pump type/brand were reported). The reporting physician had put in the initial catheter, but a surgeon had placed her pump. On unspecified dates, the pump was refilled by a company that goes to the patient's house. The reporter physician indicated he got a call from the person who was refilling the patient pump, and as a precaution, he asked about baclofen withdrawal and the possibility of changing the patient from intrathecal to oral baclofen. On an unspecified date, the physician sent the patient to the hospital as they "needed to be treated as an inpatient" (he only does outpatient cases). Another physician dealt with taking the pump out, replacing it and would have dealt with any withdrawal. When he sent the patient to the hospital, a small piece of the pump was visible through the patient's skin and the physician "had to expect that it was infected." The hospital physician removed the pump and catheter from the patient¿s abdomen and "added a new pump and catheter" in the other side of her abdomen. It was noted during the procedure that there was no sign of infection. As of 12-dec-2016, the reporting physician had been in touch with the patient since the procedure, and she was "doing well." No additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.